Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed eight smart coils and twenty other coils into the target vessel using a non-penumbra microcatheter. While advancing a new smart coil as the twenty-ninth coil, the physician experienced resistance in the middle of the microcatheter and could not advance any further. Therefore, the smart coil was removed. Subsequently, the procedure was completed using five additional smart coils and four other coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the distal detachment tip (ddt) and was undamaged. The introducer sheath was ovalized at approximately 6.0 cm from the proximal end. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. Conclusions: evaluation of the returned smart coil revealed that the introducer sheath was ovalized near the proximal end. If the introducer sheath is forcefully gripped or pinched during advancing the smart coil, damage such as this may occur. This ovalization may cause some resistance when advancing the device into the microcatheter. During functional testing, the returned coil was able to advance through the full length of a demonstration microcatheter with some resistance due to the sheath ovalization. Further evaluation revealed the pusher assembly mid-joint was proximal to the introducer friction lock. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.